Event description:
Journal reference: motta et al. "Upper limb function after intrathecal baclofen treatment in children with cerebral palsy." J pediatr orthop 2008; 28(1): 91-96. This article describes a study of 20 children with spastic cp between the ages of 5 and 15 years that received intrathecal baclofen treatment. Reportable event: one patient implanted with a synchromed pump for spastic cp had the catheter come out and required catheter replacement. No further information was provided.